Manufacturer narrative:
(B)(4). Empty, orange indicator did_not show up. The analysis results found that the (B)(4) device was received in good visual condition. When testing the device for functionality it was noted to be empty and the orange indicator was not visible. The event could not be confirmed due to the returned condition of the device. However, an investigation has been initiated to address the root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was trying to remove the clip applier off of the cystic duct after deployment of a clip and it was stuck on the tissue and would not open. The surgeon manually manipulated the device and removed it from the tissue with no trauma to the site. The surgeon then had to change to a larger trocar and use a 10 mm clip applier to complete the procedure. There was no patient consequence reported.